Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the "rn responded to the alaris pump alarming 'channel malfunction'. Upon examining the alaris primary tubing, rn found a large, palpable mass in the tubing at the insertion site of the tubing into the alaris pump. The tubing was disconnected from the patient, and changed for a new primary tube; charge nurse, rn called to bedside and made aware." No other information available, there is no report of patient harm.